Event description:
This system was implanted and the pocket was closed. Patient coded toward the end of the procedure and expired while still in the (B)(6) lab. Cod is unknown.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.